Manufacturer narrative:
Sorin group (B)(4) manufactures the revolution centrifugal blood pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the revolution pump head began making a rattling noise during the procedure. The pumphead was switched out and the procedure resumed with no further issues. There was no report of patient injury. The pumphead was returned to sorin group USA for evaluation. Visual inspection found that the bearing on the top near the inlet of the revolution pumphead had retracted slightly into the pumphead. The unit was then returned to sorin group (B)(4) for further investigation, where visual inspection identified that the impeller was damaged. The unit was tested and began to produce noise when 1500 rpm was exceeded due to rubbing against the top lid of the unit, which resulted in damage to the impeller. Revolution pumps are 100% spin tested before release and no deviation was highlighted in the DHR for the pump involved in this case. An exact root cause could not be determined. The frequency of occurrence for this type of issue is low. Sorin will continue will continue to monitor the market for similar event.

Manufacturer narrative:
Patient information not provided. Sorin group (B)(4) manufactures the revolution centrifugal blood pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the revolution pump head began making a rattling noise during the procedure. The pumphead was switched out and the procedure resumed with no further issues. There was no report of patient injury. The pumphead was returned to sorin group USA for evaluation. Visual inspection found that the bearing on the top near the inlet of the revolution pumphead was slightly lower in position and retracted into the pumphead. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the revolution pump head began making a rattling noise during the procedure. The pumphead was switched out and the procedure resumed with no further issues. There was no report of patient injury.